Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: the patient has not undergone explantation or reoperation at this time. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 56-year-old caucasian female patient underwent a left breast reconstruction primary with a 295cc mentor memoryshape breast implant. Post-operatively, the patient reported a rupture which was confirmed by a health professional via magnetic resonance imaging. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. Several follow-ups have been conducted, and no additional information has been received. If more information becomes available, mentor will submit a supplemental report accordingly.

Manufacturer narrative:
On august 17, 2022, mentor received additional information that the patient underwent magnetic resonance imaging and the suspect device was found to be intact. Therefore, h6 coding was updated to reflect this new information. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On october 11, 2022, mentor received the device for evaluation. On october 17, 2022, mentor completed a visual inspection and leak test of the returned device. Device evaluation summary: visual analysis of the returned sample revealed that the breast implant had parallel lines of shell wear on the anterior aspect. Leak testing was performed, in accordance with mentor procedures, and no leak sites were detected during the analysis. Most women undergoing augmentation or reconstruction with a mammary prosthesis will experience some pain postoperatively. While pain normally subsides in most women as they heal from surgery, it can become a chronic problem in other women. Chronic pain can be associated with a variety of factors. Pain is a known complication associated with these devices and is referenced in our current product insert data sheet. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On september 21, 2022, mentor became aware that the patient underwent removal and replacement with a 320cc mentor memorygel boost breast implant on (B)(6) 2022. As such, recognized procedural complication was removed and medical device removal was added to this file. Additionally, the date of explant was populated in the follow-up report. Manufacturer¿s reference number: (B)(4).